Event description:
It was reported that the right ventricular and right atrial leads were suspected of possible unipolar oversensing and noise. The leads were removed and replaced with new leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the outer insulation had breached environmental stress cracking, the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer insulation was torn, and the nose of the tip-electrode was lost and not returned. (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor was distorted, the distal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched. The analyst also noted that the outer insulation pulled away from the connector causing a breach and old dried blood is visible throughout the distal conductor.